Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer fell on the pump and the screen no longer works and an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. Customers blood glucose level was 130 mg/dl.